Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 48mg/dl and was treated with juice. Customer also reported that they had broken reservoir compartment entrance where reservoir and infusion set puts in. Customer advised to discontinue use of pump and revert to backup plan as per hcp¿s instructions. Insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump had cracked battery tube threads, reservoir tube lip completely broken off and test reservoir did not lock/click into the reservoir tube properly, cracked case at reservoir tube window corner, reservoir tube window, missing reservoir tube o-ring, cracked belt clip slot, minor scratched and cracked display window. Insulin pump passed the prime/compromised force sensor system and excessive no delivery tests. Unable to perform the displacement test, basic occlusion and occlusion test due to reservoir tube lip anomaly.